Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering inspected the unit and noted there were no remaining clips in the unit; therefore, engineering was unable to test the unit for functionality. The device was disassembled and it was noted there was an insufficient amount of grease spread evenly throughout the shaft. The insufficient amount of grease may have contributed to the improper clip loading. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. Applied medical has recently implemented device enhancements intended to further minimize the potential for this type of incident to occur. Applied medical will monitor its vigilance systems for any developing trends. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy - "clip misfired."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.